Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during initial implant procedure, patient experienced a decrease in blood pressure and contrast revealed pericardial effusion. The physician suspected the pericardial effusion due to cardiac perforation occurred while repositioning the delivery catheter without re-engaging the protective sleeve during the mapping of the right ventricle (rv) leadless pacemaker (lp). The pericardial effusion was drained and the rv lp remains implanted. The patient was in stable condition.